Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was stuck and the top row, second from left button was not responsive. This occurred during set up in the short stay department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "system error 119 - keypad stuck" was confirmed. A review of the event history log revealed 'system error 119'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failing keypad. The keypad requires replacement to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur because the issue would result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.